Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noticed the edge of the iol appeared to be 'deteriorating' after the iol was placed in the eye. The incision was enlarged to facilitate removal and insertion of a second iol. Additional info has been requested.